Manufacturer narrative:
(B)(4). The information provided in date of event with the initial report was incorrect. The correct information is (B)(6) 2019.

Event description:
The information provided in date of event with the initial report was incorrect. The correct information is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 422 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump was recommending double boluses even after a first bolus was programmed and delivered a few minutes prior. Troubleshooting was completed but did not resolve the issue. The customer also reported having issues with pump and sensor communication. The insulin pump and sensor will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.